Event description:
It was reported that a patient turned the device off about two weeks prior to the report for a knee replacement. The patient was unable to get it back on and had been trying for eight days. She fell about a week prior to the report and was wondering if that would have any effect on the device. Her symptoms started to return a couple of days prior. The patient tried to synch the device and patient programmer at the time of the report but was getting no communication both with and without the antenna. It was later reported that there was 50 percent or greater symptom reduction, the cause of the event was determined, it was not device related, and reprogramming was needed. A manufacturer representative checked the settings and reprogrammed the device, and felt like the device was working fine. No troubleshooting, interventions, or actions were taken due to the event. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0eake, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).